Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 626531) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cyst ("cyst"), endometriosis ("lett ovary endometrioma") and pelvic pain ("cramping/ pain"). The patient was treated with surgery (laparoscope-assisted vaginal hysterectomy and left salpingo-oophorectomy and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, cyst, endometriosis and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, cyst, endometriosis, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted for the essure insertion date (B)(6) 2008 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: uterine cervix: squamous metaplasia and nabothian cysts. Endometrium: secretory phase endometrium myometrium: multiple leiomyoma up to 1.3 cm in greatest dimension fallopian tube: unremarkable ovary; hemorrhagic and cystic endometriosis. Lot number: 626531 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 626531) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cyst ("cyst"), endometriosis ("lett ovary endometrioma") and pelvic pain ("cramping/ pain"). The patient was treated with surgery (laparoscope-assisted vaginal hysterectomy and left salpingo-oophorectomy and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, cyst, endometriosis and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, cyst, endometriosis, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted for the essure insertion date (B)(6) 2008 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: uterine cervix: squamous metaplasia and nabothian cysts. Endometrium: secretory phase endometrium myometrium: multiple leiomyoma up to 1.3 cm in greatest dimension fallopian tube: unremarkable ovary; hemorrhagic and cystic endometriosis. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received : reporter, lot number, medical history added. New event added: endometrioma and menorrhagia. Event cramping/pain split and new event added: pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 626531) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cyst ("cyst"), endometriosis ("lett ovary endometrioma") and pelvic pain ("cramping/ pain"). The patient was treated with surgery (laparoscope-assisted vaginal hysterectomy and left salpingo-oophorectomy and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, cyst, endometriosis and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, cyst, endometriosis, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted for the essure insertion date (B)(6) 2008 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: uterine cervix: squamous metaplasia and nabothian cysts. Endometrium: secretory phase endometrium myometrium: multiple leiomyoma up to 1.3 cm in greatest dimension fallopian tube: unremarkable ovary; hemorrhagic and cystic endometriosis. Lot number: 626531 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 626531) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cyst ("cyst"), endometriosis ("lett ovary endometrioma") and pelvic pain ("cramping/ pain"). The patient was treated with surgery (laparoscope-assisted vaginal hysterectomy and left salpingo-oophorectomy and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, cyst, endometriosis and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, cyst, endometriosis, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted for the essure insertion date (B)(6) 2008 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: uterine cervix: squamous metaplasia and nabothian cysts. Endometrium: secretory phase endometrium myometrium: multiple leiomyoma up to 1.3 cm in greatest dimension fallopian tube: unremarkable ovary; hemorrhagic and cystic endometriosis. Lot number: 626531 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc . Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramping/ pain (interpreted as lower abdominal pain) and heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy to remove essure approximately 6 years after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information was provided regarding consumer's medical history or concurrent conditions. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping/ pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and cyst ("cyst"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2014). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage and cyst outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and cyst to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramping/ pain (interpreted as lower abdominal pain) and heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy to remove essure approximately 6 years after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information was provided regarding consumer's medical history or concurrent conditions. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.